Event description:
It was reported that during a prostate procedure, the buttons on the device stopped working half way thru the case. Another device was used to complete the case with no patient consequence.